Event description:
Cobe service records indicate the failure and associated part replacements were not on serial number noted by user facility but on the user facility's second sc system. However, the later failure is on serial # noted by user facility.